Event description:
It was reported that an attachment device had "broken bearings". It was unknown to the reporter if the device was used in surgery. A spare identical device was available for use and no delays to surgery were reported. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation: the actual device was available for evaluation. Reliability engineering evaluated the device. A visual assessment revealed that the bearings were damaged. Therefore, the reported condition was confirmed. Evidence indicates this was due to normal wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Manufacturer narrative:
The actual/representative device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. (B)(4).